Event description:
It was reported that patient underwent a hip replacement on (B)(6) 2009. Subsequently, the patient experienced pain and suspicion of allergic reaction. No revision surgery has been scheduled to date. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No revision surgery has taken place and no product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.